Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor and suture material were returned together. The anchor is fractured just below the suture window and the insertion device is deformed at the distal tip. The suture string was still installed on the insertion device. All returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder surgery, the twinfix ultra screw broke while implantation. All the broken pieces were removed from the patient by suction. The procedure was successfully completed with non-significant delay using a back-up device in the original bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).